Event description:
It was reported that the nurse inadvertently injected 200 ccs of medication into the three-way stopcock on the pt line nearest to the evd catheter. The medication was intended to be injected into a different device.

Manufacturer narrative:
The device has not been returned to the MFR.